Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer's blood glucose at time of incident was in the 400 mg/dl and current blood glucose 184 mg/dl. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.